Manufacturer narrative:
Investigation summary visual inspection: the small hexagonal screwdriver long (part # 314.57, lot #1115585) was received at us cq. The distal tip of the device was twisted and worn. The tip was twisted in the direction of tightening. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.570, lot: 1115585, manufacturing site: (B)(4), release to warehouse date: nov 30, 2001. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the small hexagonal screwdriver and screwdriver shaft were stripped and could not be used to tighten a screw. The procedure was successfully completed using another screwdriver. There was no surgical delay. There was no patient consequence. This report is for one (1) small hexagonal screwdriver long. This is report 1 of 2 for (B)(4).